Event description:
Report 1 of 4 received of underdelivery of tpn. At the homecare pharmacy, the solution was prepared and primed through the tubing set, to which a 1.2 micron filter and back-check valve had been added. The pump was programmed in the continuos mode to deliver 480ml of 3:1 tpn via a single line hickman catheter over 24 hours for nutritional support of a pediatric patient. The solution was delivered to the patient's home and the IV container was secured in a fanny pack for the infusion. The infusion was started in the morning to run for twenty-four hours. In the morning following the infusion, the caregiver realized that the container was nearly full, although the pump displayed that 460ml had been dispensed. A homecare nurse was notified. Another tubing set and container of tpn were dispensed and infused without incident. There were no reported adverse effects to the patient.